Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) indicating that the patient or wife accidentally turned the device off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that patient had a mishap and they did not realize the device was turned off. Patient was frozen so they brought them to seek medical attention and later realized the device was turned off. Caller stated that they had since turned therapy back on and it was working as expected for the patient symptoms but they noticed that the ins was not decreasing in charge level. Caller stated that while the device was off, they continued to recharge it and it reached 100% which it never had before and now that the therapy was on it was remaining at 100% even though the patient was using the therapy. It was reviewed for the caller that this does not likely indicate a recharging issue and that they should continue monitoring charge level until following up with the managing health care professional (hcp) to have the device checked. Caller stated that they were seeing the doctor on (B)(6). No further patient complications were reported/ anticipated as a result of this event.